Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement test due to constant motor error alarm. Pump received with cracked lcd window at bottom right corner, cracked case at display window corner, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.